Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a coring/fragment of the drug vial was found in the IV bag when using a bd phaseal¿ protector. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: some unused samples were received (including one protector, two injectors (lot#1709111) and two infusion adapters (lot#1709105). Visual inspection showed no defects. The fragmentation test result was performed with the received protector and more 3 retained samples (4 samples are needed to obtain one value). Results were acceptable. Fragmentation test result was also acceptable during manufacturing process. Phaseal needles are designed to reduce the coring tendency. If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. Materials: needles. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Investigation conclusion: the results for fragmentation test results for protector are acceptable (both during manufacturing process and in retained & samples received). Fragmentation test results were also checked for injector (assembly lot# 7251445) and infusion adapter (assembly lot#7244451), showing acceptable results. No non-conformance's were found during DHR review. Several factors impact on coring tendency, root cause cannot be determined.